Event description:
78 year old male patient admitted for removal of squamous cell carcenoma of left ear 10/17/94. At the time of surgery, patient's cardiac status was monitored by using the monitor by another manufacturer and the back pad. The patient contacted the director of surgery 10/18/94 complaining of redness and swelling at the site where the pad was placed. Patient is unable to lie on back, has difficulty sleeping and patient is being sent for medical evaluation.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.